Event description:
A high readings issue was reported with the adc device. The customer reported high sensor readings, but was hypoglycemic with symptoms of dizziness and blurred vision. The customer required treatment of glucose by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 318 mg/dl and 225 mg/dl with the sensor against 111 mg/dl and 127 mg/dl with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor was properly inserted the sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. An extended investigation was also conducted. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the asic and thermistor on the pcba were both fully functional and did not have any unintended effects on glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An addition, the dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release and there was no indication that the product did not meet specification. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An additional investigation was performed on the returned sensor (B)(6). Visual inspection has been performed and no issues were observed on sensor patch. Data was extracted using approved software, and extraction was successful. Sensor was found to be in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. Watermark was observed at the base of the tail indicating the sensor was properly inserted the sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly), and no issues were observed. The sensor¿s battery measured to be within specification range. Performed a source measure unit (smu) to ensure the sensor's electronics were functioning correctly. Poise voltage and sensor thermistor testing were performed and both were within specification, indicating the asic and thermistor on the pcba were both fully functional and did not have any unintended effects on glucose readings. No issues were observed during testing and no evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported high sensor readings, but was hypoglycemic with symptoms of dizziness and blurred vision. The customer required treatment of glucose by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 318 mg/dl and 225 mg/dl with the sensor against 111 mg/dl and 127 mg/dl with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer reported high sensor readings, but was hypoglycemic with symptoms of dizziness and blurred vision. The customer required treatment of glucose by a third-party. There was no report of death or permanent injury associated with this event. A readings comparison of 318 mg/dl and 225 mg/dl with the sensor against 111 mg/dl and 127 mg/dl with an adc meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.